Event description:
Pt abruptly desated while on ventilator. Attempts to adjust ventilator settings allowed rt to notice it was not possible to unit's piston to center properly. Unit was traded out and pt improved. Investigation of unit determined the "ddi" board needed calibration, which was done. The unit passed circuit and operational testing and was returned to service.